Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was returned for analysis without allegations. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, external visual inspection noted an arc mark on the front of the case. Memory information would not convert into a readable format. The device was damaged when a shock was delivered with the lead touching the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.